Event description:
On (B)(6) 2017, crts (B)(4) with attachment, crts (B)(4), telph (con, hcp): information was received from a consumer and a healthcare professional regarding a patient receiving morphine with an unknown dose and concentration and bupivacaine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient was familiar with the pump alarm for low battery or an issue with the pump as it has alarmed a "few times over the years." The patient did not know the dates. When asked about the issues the patient noted it was for low battery or end of service type stuff. The patient noted the pump gave him their life, able to grow up with son, and do coaching. The patient stated it's getting worse as time goes n and coaching days were almost over. When asked to clarify "getting worse" the patient stated it had nothing to do with the pump and was from an infection 25 years ago from surgery. The patient inquired about the pump and if it will be produced after 2016, and that manufacturer send alerts to healthcare professional (hcp) about batteries or issues with the pump and it was normal for hcp to review with patient. The healthcare professional (hcp) later reported there was no record of any alarms or pump malfunctions for this patient. The hcp stated that the patient has had recent reprogrammings and interrogations, but the office was not made aware of any errors/malfunctions. The hcp confirmed that telemetry performed on (B)(6) 2017 showed that eri was at 45 months at that time. It was indicated that it was unclear which pump these allegations were referring to, and the hcp further confirmed that there was no current battery issue, and that the office had no indication that there was ever a problem with the patient's pump. No symptoms were reported. Event date was unknown. No further complications were reported/anticipated.